Event description:
As reported by the user facility: the pump under infused on (B)(6) 2012. The pump was programmed to infuse at 600 ml/hr of normal saline. The pump ran for one hour and there was 800 ml left in the bag at that time. No patient injury. (B)(6) 2012 - additional information received from the facility confirmed that the actual date of the event was (B)(6) 2012.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer) and (B)(4) (the importer). (B)(4). In a follow up call to the facility, the reporter stated that the IV set used at the time of the reported event was not saved. The reporter also stated that no testing was performed on the pump at their facility. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.